Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated that "I have some symptoms and two people in my home tested positive, yet this test read negative, twice. It can't be accurate. Or I did these wrong but I don't know".